Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by pushing insulin through to remove air bubbles, refilling existing cartridge, and resuming insulin.